Event description:
It was reported that during use, the cassette had more residual medication than anticipated. When the patient changed the cassette at the normal time, it was noticed that 19ml of medication was left in the reservoir. The patient was able to switch to another cassette. Per the reporter, there were no patient adverse effects. The outcome was resolved.

Manufacturer narrative:
D4: catalog, lot, expiration date, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in unused conditions in a plastic bag; no damage or defects were noted. Functional testing was performed, and the reported issue was unable able to be replicated. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).